Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a perfusionist was unable to download data or change settings on a patient's controller while he was in clinic. The site further reported that the perfusionist attempted this with a different monitor and data cable with the same result. No patient issue or injury was reported as a result of this event. The site exchanged the patient's controller two days later with no reported patient injury.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. The reported event of no data transfer occurring between a monitor and the returned controller, (B)(4), could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since the reported event is related to a data transfer error. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was able to transfer data to a monitor. Additionally, the controller was able to update and retain settings when changed through a monitor. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.